Event description:
Libre 3 plus sensor, multiple failures of the sensor indicating it isn't working and needs to be replaced. One scenario was 4-5 sensors failed after application without ever working. Others have had wild readings that don't match finger stick glucose tests before giving the error message. I have other issues (very few compared to sensor failures) with the sensor coming off earlier than the time frame. I have never been able to find out why the sensors get an error in case this is due to something I am doing wrong with application. I have even asked my diabetes educator if he saw a problem with what I was doing and he said no and added other patients have had similar issues. Up until the last failure, abbott provided a replacement. This time is why I am submitting this report. Steps taken: 1) used their online form 2) received email acknowledgement which states I would hear if I would be provided a replacement or not 3) received email stating I would get a replacement, a tracking number would be sent and it would take 3-5 days to arrive 4) one week later contacted abbott and was told a replacement was denied due to the fact they already sent too many issues: 1) the sensors replaced other than 2 that fell off after I first started using them (now I use an over patch to help them stay on which tells me their adhesive isn't strong enough but different than this complaint) all failed. One time it was 4-5 sensors in a row that failed. I started with the libre 3 and had zero failures which tells me this version has poor quality. The sensor they denied replacing registered serious lows which is a health risk. The fact that they would not replace a defective issue that patients need to pay for (or are paid for by insurance) is not acceptable in my opinion. Their products should work. 2) the fact that they sent me a confirmation of getting a replacement instead of telling me up front it was denied and for what reason is unacceptable. They stated I would receive a replacement via email after I followed their process and only found out it was denied after following when I didn't not receive it as they stated. If a consumer is paying for a sensor that should last 15 days and it is a product error, the manufacturer should be required to provide a replacement, and their communications should be accurate. Pt code: 1905. Device codes: 1535, 2588, 4045. Ref reports: mw5179285, mw5179286, mw5179287.